Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. The patient seizure and an ambulance was called. Upon arrival, the bg by(B)(6) was 38 mg/dl while the egv was 110 mg/dl. The patient was given a shot of glucagon and hospitalized 5 days. The patient was treated with routine diabetes management during the hospitalization. There was no documentation of further medical evaluation or intervention. The patient was dine during the call 9 months later. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.